Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was not further described. On the same day as the onset, the patient was hospitalized and treated with vancomycin (intraperitoneal), at a dose of 1 gm od (once daily) (start dose); amikacin (intraperitoneal), at a dose of 100 mg od (once daily) (start dose); amikacin (intraperitoneal), at a dose of 50 mg od (once daily), and piperacillin sodium, tazobactam sodium (piperacilin/tazobactam) (intraperitoneal), at a dose of 2.25 g two bags/ od (once a day) for peritonitis. Two days later, the patient was discharged from the hospital and was recovering from peritonitis. On an unspecified date, the patient died due to cardiac arrest. An autopsy was not performed. At the time of death, pd therapy was ongoing, and the patient had not yet recovered from peritonitis. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.